Event description:
It was reported that during an open total gastrectomy, the deployed staples closest to the cut line on the patient side were unformed at the 3rd firing though the device was fired after holding the tissue for 15 seconds. The staple height was blue. The device was used for closing the blind end after an esophagojejunostomy was performed with cdh25. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2012. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Did anyone move the firing knob to the left or right after loading the device but before firing? No information. Was buttressing material utilized? No information. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? No information. Was a leak test completed? No information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Yes. If the device locked out, did it lock out on tissue or prior to use on tissue? N/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? No information. Was the firing to close an ostomy? No. Is a pathology specimen and/or report available? No information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No information. How long has the surgeon been using this device for this procedure? No information. What predicate device was used by the surgeon? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No. Information the analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.